Manufacturer narrative:
The customer reported a complaint that "the saline leaked into the thermogard xp ivtm system (sn (B)(4)) due to leaking start-up kit (suk)" was confirmed during the functional testing performed by the hospital biomed. The thermogard system displayed a mid:09 (air trap assembly) error message due to the presence of saline in the air trap chamber. The biomed engineer dried the air trap chamber to clear the mid:09 error. The thermogard system was further evaluated by zoll service personnel at the customer site. The event log review indicated a mid:09 error on the reported event date. The thermogard system passed the functional testing without any error, and the mid:09 error was not reproduced. The thermogard system functioned as intended. During service, unrelated to the reported complaint, the retention p31 connector was improved, replaced the white rollers and lithium coin battery, and upgraded the software as part of preventive maintenance. In addition, unrelated to the reported complaint, noticed a burned color on the heater wire (pin18 connector) and was repaired, likely attributed to the device's aging. The thermogard system was manufactured in 2012 and is nine years old, well past the expected serviceable life of 5 years. Following service, the thermogard xp ivtm system passed all the final functional tests without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During the warming mode of the ivtm therapy, the top cap of the start-up kit (suk) (lot #169356) got detached, and the saline leaked into the thermogard xp ivtm system (sn (B)(4)). The customer stated that there was no system alarm noticed during the treatment. The ivtm therapy was continued using another thermogard system. No consequences or impact to the patient. The hospital biomed checked the thermogard system, and it displayed a mid:09 (air trap assembly) error message. The biomed engineer dried the air trap chamber to clear the mid:09 error. The customer wants to return the thermogard system to check for internal damage due to the reported suk leak.